Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that he pressed the go button on the hc cycler to start the initial drain then he realized that he was not yet connected to the hc machine, so he then re-connected and the hc machine alarmed with the se 2240 alarm. The technical service representative (tsr) then assisted the hp to clear alarm, explained the alarm and advised to start over with all new supplies. The hp agreed. During a follow up with the hp regarding the alarm, the hp stated that it was his fault and that the issue was resolved. Per hp, he did not have any injury or harm as a result of this incident. Per hp, he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
The facility representative reported a colleague infusion pump device with a failure code 810:11. The customer was unsure if failure code 810:04 or 810:11 occurred. Complaint (B)(4) was created for failure code 810:04. The event was reported to have occurred during programming / setup. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The software version is currently unknown for this device. No additional information is available.

Manufacturer narrative:
(B)(4).the device and event history log are not available from the customer.

Manufacturer narrative:
(B)(4). There is a CAPA (corrective and preventive action) investigation associated with this report, mdq-CAPA-(B)(4).